Event description:
It was reported that the pump's syringe barrel clamp was cracked and did not read the syringe size. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower left front corner and the right plunger case and the barrel clamp head were cracked. A review of the event history log (ehl) identified invalid syringe size. The reported issue was verified during visual inspection. The root cause was a result of the customer's impact to the device. Replaced barrel clamp head and barrel clamp head screw. Performed preventative maintenance and all functional testing.